Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a call from the patient's son reporting that the patient implanted with this implantable cardioverter defibrillator (ICD) system passed away three days post-implant. The boston scientific field representative was contacted and was not aware that the patient had died, but confirmed that she would follow-up with the physician for additional information about what occurred following the procedure up until the patient passed away. According to the implant record, no defibrillation threshold (dft) testing was performed. The device was not returned. The local field representative spoke with the clinic nurse who informed that she did not know why the patient died; all she knew was there were allegations made.